Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized twice due to shortness of breath and hyperkalemia. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2025 through (B)(6) 2025, again for hyperkalemia and fluid overload presenting as dyspnea. The patient encountered liberty select cycler issues (no call to customer support, balloon alarm) and reportedly did not perform any pd therapy (manual therapy option continued to be available in home) for approximately 48-72 hours before becoming dyspneic. The patient presented to the emergency room and hematological studies revealed the patient was hyperkalemic, and radiological studies determined the patient was fluid overloaded. A temporary hemodialysis (hd) catheter was placed, and the patient underwent two back-up hd treatments for fluid removal and correction of electrolytes. The pdrn stated the hyperkalemia was caused by the patient forgetting to take her potassium pill for several days and decided to correct the medication error by consuming nearly all the missed doses at once. The patient was going to transition back to ccpd following discharge, however the patient encountered the (as yet unreported) m30 balloon alarm and could not complete treatment. The patient, however, contacted fresenius customer support on (B)(6) 2025 and a replacement was issued. The pdrn stated in both instances had the patient communicated the device issues, they would have assisted the patient in performing manual therapy or provided a temporary device until the replacement was received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized twice due to shortness of breath and hyperkalemia. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2025, again for hyperkalemia and fluid overload presenting as dyspnea. The patient encountered liberty select cycler issues (no call to customer support, balloon alarm) and reportedly did not perform any pd therapy (manual therapy option continued to be available in home) for approximately 48-72 hours before becoming dyspneic. The patient presented to the emergency room and hematological studies revealed the patient was hyperkalemic, and radiological studies determined the patient was fluid overloaded. A temporary hemodialysis (hd) catheter was placed, and the patient underwent two back-up hd treatments for fluid removal and correction of electrolytes. The pdrn stated the hyperkalemia was caused by the patient forgetting to take her potassium pill for several days and decided to correct the medication error by consuming nearly all the missed doses at once. The patient was going to transition back to ccpd following discharge, however the patient encountered the (as yet unreported) m30 balloon alarm and could not complete treatment. The patient, however, contacted fresenius customer support on 30/oct/2025 and a replacement was issued. The pdrn stated in both instances had the patient communicated the device issues, they would have assisted the patient in performing manual therapy or provided a temporary device until the replacement was received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship does not exist between ccpd therapy utilizing a liberty select cycler and the serious adverse events of hyperkalemia and fluid overload (characterized by dyspnea), which warranted hospitalization and multiple ¿back-up¿ hd treatments as the patient had not utilized her personal liberty select cycler for approximately 48-72 hours prior to admission. The pdrn attributed causality to potassium medication non-compliance, poor communication, and the patient¿s failure to perform manual pd therapy following a device issue. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. While it appears, the patient did encounter a fresenius device issue (e.g., initial issue unknown, second issue - balloon alarm), there was no allegation these issues directly caused the serious adverse events.